Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface was not connecting with cable and interface. There was no known patient impact.

Manufacturer narrative:
Additional information received stating that there was no issues with the nim console ((product ID: nim4cm01) and was working fine which makes the event not reportable. Above information received shows that there is no information to reasonably suggest that the nim console (product ID: nim4cm01) which was submitted in initial report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. H3: product analysis of the device concluded that the reported fault was confirmed. And ucb-c connector had failure. H3: product analysis of product ID: nim4cpb1, serial/lot #: p2026578/222262780 concluded reported issue was confirmed. Unit came wit h main board and stim board failure. H6: code of fdr c0208 is applicable for product ID: nim4cpb1, serial/lot #: p2026578/222262780. H6: previously applied codes of fdm b21, fdr c21, fdc d16 and additional code of img g02030 are no longer applicable. Correction: product analysis of the reported device was available on 11 november 2024 which was not submitted in previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that there was no issues with the nim console and was working fine without any issues which makes this particular device not reportable.

Event description:
It was reported that pre-op, the nim vital systems were not connecting with cable or bluetooth and had missing blue connector port insert. There was no patient impact.

Manufacturer narrative:
H6: previously applied codes of fdm b17 and fdr c20 is no longer applicable. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. 2. Product ID: nim4cm01, serial/lot #: unknown: h6: codes of fdm b17, fdr c20, fdc d16 and additional codes img g02030 are applicable. Correction in b5: event description was updated based on the additional information received from customer. Correction in g3: initial medtronic aware date was on 23 october 2024 which was updated based on the additional information received form customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.